Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported "smell from channel 3 power supply." The smell was noted during programming the device. It was reported by the biomedical department that it is a burnt component - on channel 3 power supply or the thermal paste is getting extremely hot and bubbling. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Subsequent to the submission of the initial medwatch report, the customer reported the correct device serial number is (B)(4), instead of the initially reported serial number of (B)(4). In addition, initially the customer indicated that the device would be returned for investigation. Subsequently, the device was not returned for evaluation; therefore, testing could not be performed.

Event description:
The customer contact reported ¿smell from channel 3 power supply¿. The smell was noted during programming the device. It was reported by the biomedical department that it is a burnt component on channel 3 power supply or the thermal paste is getting extremely hot and bubbling. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.